Event description:
Philips received a complaint on the v60 ventilator indicating that the device had intermittent touchscreen issues. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) found that the user interface (ui) assembly was required for repair. The asp performed comprehensive performance verification testing (pvt), replaced the touchscreen in accordance with manufacturer specifications, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.